Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping") and infection ("frequent infections"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, abdominal pain lower and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is 31- years old. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping"), infection ("frequent infections") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, abdominal pain lower and infection had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event abnormal genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is 31- years old. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping"), infection ("frequent infections") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, abdominal pain lower and infection had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal genital bleeding') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa and grand multiparity. Patient is 31- years old. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping") and infection ("frequent infections"). The patient was treated with surgery (endometrial ablation and fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, abdominal pain lower and infection had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, medical history and patient demographics was added. Previously reported event "abnormal genital bleeding" updated to serious due to ablation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is 31- years old. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("cramping") and infection ("frequent infections"). The patient was treated with surgery (fallopian tubes, essure coils, and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, abdominal pain lower and infection had resolved. The reporter considered abdominal pain, abdominal pain lower, infection, menometrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.